Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). While burring the bone, the burr motor was overheating. The motor was replaced, but the second motor continued to overheat. Software resets allowed the surgeon to continue intermittently, but did not solve the issue. The surgeon had to remove a small amount of bone manually before placing the tibial implant. The case was ultimately successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The investigation is currently ongoing. Results are not currently available at this time. A supplemental will be submitted as soon as the investigation has been completed.